Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was explanted due to low amplitudes, noise, oversensing and inappropriate charging. The device will not be returned. No additional adverse patient effects were reported.